Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The septum was punctured inferiorly and posteriorly, and after the septal puncture, the pericardial fluid was checked, and it was confirmed that it has not increased. The closure device was deployed a total of ten times. After the ninth deployment, it was noted that the was migrated from the left atrial appendage toward the left superior pulmonary vein (lspv). It was confirmed that there was no increase in pericardial fluid immediately after the was moved. The patient's blood pressure gradually decreased until the closure device was released. After the closure device was released, approximately 2 cm of fluid was found to have accumulated on the anterior surface of the right ventricle. Protamine was administered and a pericardiocentesis was performed. Approximately 1000ml of bloody pericardial fluid was drained out of the patient. The vital signs of the patient returned to the same level as when the patient was admitted, and the patient returned to the intensive care unit to recover from this event. The patient remains stable following this event. It was further reported that the patient had a blood transfusion during treatment for their pericardial effusion. The patient has made a full recovery from this event and has been discharged from the hospital.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 20mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The septum was punctured inferiorly and posteriorly, and after the septal puncture, the pericardial fluid was checked, and it was confirmed that it has not increased. The closure device was deployed a total of ten times. After the ninth deployment, it was noted that the was migrated from the left atrial appendage toward the left superior pulmonary vein (lspv). It was confirmed that there was no increase in pericardial fluid immediately after the was moved. The patient's blood pressure gradually decreased until the closure device was released. After the closure device was released, approximately 2 cm of fluid was found to have accumulated on the anterior surface of the right ventricle. Protamine was administered and a pericardiocentesis was performed. Approximately 1000ml of bloody pericardial fluid was drained out of the patient. The vital signs of the patient returned to the same level as when the patient was admitted, and the patient returned to the intensive care unit to recover from this event. The patient remains stable following this event.